Event description:
The service repair technician reported that during routine testing of the device at the service center, the tubing clamps would not hold 1/8¿ tubing and would not automatically retract. The roller pump was being setup to be used as a cardioplegia pump. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.